Event description:
This patient experienced an sat approximately four days after cypher stent implantation in the mid-rca. This was treated with additional intervention. This patient was admitted for elective intervention of an instent restenosis of a previously placed nir stent in the mid-rca. The patient was currently taking aspirin and had been taking ticlid, but due to elevated liver enzymes, this was changed to cilostazol. The lesion length was 26mm, vessel diameter was 3.5mm, and the lesion was classified a type c with timi I flow. About 10,000 units of heparin were administered via IV. Acts were not measured during the procedure. Rotablator was conducted with a 1.75mm and a 2.15mm burr. The lesion was then predilated with a 3.25 x 15mm balloon inflated to 16 atms. A 3.0 x 28mm cypher stent was deployed to 18 atms. The stent was then post-dilated with a 3.25 x 15 mm balloon inflated to 24 atms. Angiography was conducted to verify the stent apposition. The proximal end of the stented segment appeared hazy, but the residual stenosis was 0% and the flow through the stented segment was timi iii. The patient was discharged with orders for ticlid and aspirin. Four days later, the patient complained of chest pain and was brought back to the cath lab for evaluation. Angiography revealed an instent thrombosis of the cypher stent in the mid-ca. This was treated with aspiration thrombectomy and additional balloon inflations with a 3.5mm balloon. The patient was discharged in stable condition after two days.

Manufacturer narrative:
Product is not distributed in the us; however, it is similar tu us product. Add'l info will be submitted within 30 days of receipt.